Event description:
The physician attempted to deploy a resolute integrity 2.50 x 26 mm rx drug eluting stent. There was no damage to the inner or outer packaging. As the stent was being delivered the hypotube broke. The device was not implanted into the patient. There were no patient complications reported.

Manufacturer narrative:
Evaluation results: no results available since no evaluation was performed - device not returned. Related to operational context (possibly due to handling technique). Evaluation conclusions: unable to confirm the complaint - device not returned. Operational context caused or contributed to the event (possibly due to handling technique). (B)(4).